Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "too large, hurting and doctor re-inflated implant by 75cc". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient representative reported the implant was "too large, hurting and doctor re-inflated implant by 75cc". Device remains implanted. This record is for the right side.